Event description:
"Er1" continues to display on the screen. Customer opened a new vial and still is receiving an er1 message. Customer changed the battery, and the meter still isn't working properly. Both strips contain the same lot number.